Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 479 mcg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported the patient had been experiencing periodic withdrawal type symptoms, following her pump exchange roughly a month ago. The decision was made to bring her back to surgery to check out her system. There were no known environmental, external, patient factors that may have led or contributed to the issue. The pump logs were read, and nothing was out of the ordinary. They also did a bedside catheter access port (cap) procedure, and they were able to get the catheter to aspirate easily per the doctor. In surgery, he was also able to aspirate the catheter very easily. He did a leak test on the catheter and there were no leaks, breaks or tears found. It was reported they also did a back table prime to see if the pump was functioning properly and it was determined the pump was functioning properly as well. The pump remained implanted and in service. As a precaution, he decided to replace just the pump segment of the existing 8780 and it was discarded. The issue was resolved at the time of this report.